Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was exhibiting a premature battery depletion. The device was explanted.